Event description:
During lsh procedure harmonic handle would not work. Error message: "tighten handle." Re-assembled and error message continued. New device opened. Case proceeded without incident.what was the original intended procedure?lsh.